Event description:
It was reported that the video system center received a b40 communication error code. The issue occurred during preparation for use during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code b40, could not be identified. The root cause could not be determined. Based on the qir, as cm board failure has been confirmed, it is presumed that error code b30 occurred due to cm board failure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labelling review: not applicable since it is not a defect caused by user misuse. Olympus will continue to monitor the field performance for this device.